Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. An unspecified promus element plus stent was implanted in the patient and within twenty four hours stent thrombosis was noted. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).